Event description:
A talent thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of a zone 4, 72x60 mm thoracic aortic aneurysm approximately 18 months ago. The neck diameter is 30 mm proximally and distally. There is moderate calcification in the iliac arteries. It was reported that a type 3 endoleak was found immediately post implant and the following day another manufacturer's device was implanted and successfully resolved the endoleak (see MFR# 2953200-2010-02600). The physician commented that due to the emergency nature of this case, the device selection was inadequate. No additional info was provided and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: endoleak.